Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels after changing her infusion set. The patient's blood glucose at the time of phone call was 414 mg/dl. She stated that she had no appetite, but felt okay to troubleshoot. She has been treating with the insulin pump. The customer was asked to disconnect and reconnect her complete set; she did so and was able to successfully prime the tubing. However, she declined to perform the high pressure test. The customer was advised to change the entire infusion set, reservoir and insulin and treat per health care provider's instructions. No products were returned and a replacement infusion set was shipped to the customer.